Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The patient was treated with intraperitoneal unknown antibiotics. Dianeal therapies were ongoing. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.